Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Return of pain was reported. Patient states she doesn¿t think the therapy is effective. Nursepractitioner informed rep that they are planning to have device explanted. Explant date is not scheduled yet.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial # (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, serial # (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports that troubleshooting actions taken include multiple reprogrammings and a lead revision. Rep reports the issue has not been resolved, patient refuses additional reprogramming and the physician is trying other treatments. Rep reports explant is currently on hold due to patient's unrelated medical history.